Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump while trying to create an upstream occlusion alarm by closing the clamp, the alarm never went off after 30 minutes, but the volume to be infused (vtbi) was counting down and the infusion was not infusing. The problem happened during training. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.